Event description:
The patient underwent an open to end lar procedure due to rectal tumor. The anastomosis was performed with the colonring device and a diverting ileostomy was placed. According to the report, 2 months post op, the patient presented with abdominal pain. A barium enema evaluation was done and the ring appeared to be outside of the anastomosis. The surgeon scoped the patient and identified an opening along the posterior edge of the anastomosis. The patient was re-operated and the ring was extracted.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (novogi (B)(4)) and the importer ((B)(4)), as novogi (B)(4). Serve as the designated complaint handling unit for both facilities. Review of the device's production history files indicated that the device was released pursuant to its specifications. The ring was returned for evaluation. Initial evaluation revealed no failure and the ring was found to be within its predefined specifications. It seems that in this case there was a leak from the anastomosis (that was asymptomatic due to fact that the patient was diverted). Following its detachment, the ring was evaded and trapped in the abscess that was created. Anastomotic leakage is an anticipated complication of colorectal anastomotic procedures and the current cumulative leak/complications rate found with the use of the colonring device is within the low range reported in the literature for anastomosis devices. In case that additional information would be available following the completion of the ring investigation, a follow up report will be submitted.